Manufacturer narrative:
Related to reconnecting the cable.

Event description:
The customer reported that the monitor showed a speaker malfunction inop, blue alarm. There was no adverse event reported.